Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set cannula kinked event on 11-jun-2024 after 3 hours of insertion. Insertion site was thigh. Customer regularly rotate site location. Furthermore, customer confirmed the introducer needle was ahead of the cannula prior to insertion. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.